Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving prialt 12mcg/ml at 4.008mcg/day via an implantable pump. The indications for use were non-malignant pain and lumbar radiculopathy. The healthcare provider reported that a motor stall was seen at initial interrogation. The patient had a CT scan but no MRI recently. The patient has had MRI¿s in the past and they had checked for the motor stalls to recover and they always have. The healthcare provider stated the patient had two motor stalls with recoveries and now there was a third motor stall and that was still active. The first motor stall occurred on (B)(6) 2017 at 11:26 and a motor stall recovery occurred on (B)(6) 2017 at 5:45. The second motor stall occurred on (B)(6) 2017 at 1:57 and motor stall recovery occurred on (B)(6) 2017 at 2:50 and the third motor stall occurred on (B)(6) 2017 at 13:12. The healthcare provider confirmed both her and the patient both heard the active alarm. Troubleshooting was reviewed and the reporter planned to follow up with the healthcare provider. The healthcare provider stated that the patient¿s pain had been progressively getting worse over time, not due to the motor stall and was going to be seeing a neurosurgeon soon.